Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that (B)(6) 2017, the patient's wife reported that the patient had passed away. The patient's wife did not provide any details. No further event or patient information is available.